Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be investigated, the reported regurgitation was likely due to the degeneration reported by the health-care provider. Bioprosthetic valve degeneration can occur due to multiple factors, some patient related (renal disease, diabetes, history of native valve degeneration), and others related to intrinsic properties of the valve itself (can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve). The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. No further actions are possible with the available information.

Manufacturer narrative:
Per evaluation, customer report of degeneration was not confirmed by visual observation. As received, host tissue folded the free margins of leaflet 2 and leaflet 3 onto itselves, both of which created a gap at the coaptation region. Moderate to heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point. Host tissue was moderate at the stent inflow and moderate to heavy at the stent outflow. Host tissue fused leaflets 1 and 2 at commissure 2 and leaflets 2 and 3 at commissure 3, both on the outflow aspect. Native subvalvular apparatus was also observed on the sewing ring near commissure 3 on the outflow aspect. Leaflet 1 also appeared thickened at commissure 1. The x-ray demonstrated no visible damage to the wireform. Based on the evaluation summary, customer report of degeneration was not confirmed. Additionally, host tissue folded the free margins of leaflet 2 and leaflet 3, both of which created a gap at the coaptation region which causes regurgitation. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible with the available information.

Event description:
As reported, a mitral bioprosthetic valve was explanted after an implant duration of approximately three (3) years due to degeneration causing mitral insufficiency. The explanted device was replaced with an edwards bioprosthetic valve. No other details reported.